Manufacturer narrative:
Investigation summary: a total of 106 sealed packaged 1ml s/t syringes with needle were received and evaluated. 71 packages were found to have no defects. 30 packages were found with no batch and expiration date printed. 5 empty packages were also found. Provide DHR review shows release date: 2/21/2018. Released quantity was (B)(4). All visual inspections were performed as per requirement. A quality notification was issued for illegible batch # during the manufacture of this batch. Product was requalified per applicable aql before production resumed. Batch 8033920 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment root cause description: the missing batch and expiration date is likely due to the recorded issues with the printer on the packaging machine. It is possible there was an incomplete containment of defect. Rationale: the packaging machine¿s setup has since been upgraded for unique device identifier compliance, which uses a new and different type of printer. No additional actions are required at this time. For missing batch and expiration, no corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ tuberculin syringe with bd precisionglide¿ detachable needle, was missing lot and expiration dates on some of the syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ tuberculin syringe with bd precisionglide¿ detachable needle, was missing lot and expiration dates on some of the syringes.